Event description:
It was reported that the patient presented in clinic. Device interrogation revealed high capture threshold and loss of capture due to dislodgement of the left ventricular (lv) lead. On (B)(6) 2022, the physician elected to cap the lv lead. There were no patient consequences.